Event description:
It was reported that the pt was not able to adjust the stimulation. Pt had an MRI scan of his head and body and that evening and the next morning the pain came back. Status of the pt was unk. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).